Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: the answer cannot be confirmed as this complaint reported for health authority inspection request. Could you please clarify how the ¿stapling didn¿t work out properly? ¿ n/a. Were the staples malformed? N/a. Was the staple line incomplete? N/a. How was the procedure completed? N/a. Were there any patient consequences? N/a.

Event description:
It was reported that during an unknown procedure, stapling didn't work out properly so doctor couldn't connect stomach and intestines. There were no patient consequences reported.